Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, the phenomenon could not be reproduced. As a result, the root cause could not be identified. From the service manuals, e105 showed the failure of the illumination lamp. The explanation was as follows: cause: "disconnection or short-circuiting of led occurrences." How to cope: "1. Stop using the method." "2. Contact olympus" "corrective action by the customer: switch off the product immediately, unplug it from the medical outlet, disconnect the power cord from the power inlet and contact olympus." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during the beginning of a therapeutic procedure, while attempting to white balance the visera elite ii video system center, an e105 led lamp error message was displayed. The customer re-cycled the power and cleared the error message. There was no reported patient harm in this event.